Event description:
On (B)(6) 2009, the pt reported his insulin infusion device no longer beeps or vibrates when in the stop mode. To troubleshoot, he was instructed to check the beep volume and confirmed it was set to the maximum volume. He put the device in the stop mode and it only beeped for the first alarm, beeped and vibrated for the next, and only beeped for the next 2 alarms. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.